Event description:
It was reported that implant testing information received from the clinic showed that all the electrode channels are hi. It would appear that the reference electrode array has been damaged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.